Manufacturer narrative:
Pump received with missing retainer, broken reservoir tube lip, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, cracked select button keypad overlay, serial number label fading, cracked battery tube threads and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump is cracked and broken at the reservoir. Customer's blood glucose was 124mg/dl at the time of incident. No further details given.